Event description:
During an in-clinic follow-up, an episode of loss of capture resulting in a non-sustained ventricular tachycardia was observed on the device. Reprogramming is anticipated, but no intervention was performed at this time. The patient was stable and will continue to be monitored.